Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon ruptured occurred. The 90% stenosed lesion was located in the calcified and tortuous left anterior descending (lad) artery. During pre-dilatation of the lesion, the maverick2 12mm x 2.5mm balloon ruptured after 10 seconds at 12 atms on the first inflation. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available.